Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff reported a broken jaw on the fenestrated bipolar instrument. A piece of the jaw was reported breaking into the patient. The instrument fragment was retrieved with the assistance of a patient x-ray. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be confirmed a follow-up MDR will be submitted if additional information is received. On (B)(6) 2012, the initial reporter indicated that there was an instrument collision, which caused the tip break to occur. The instruments and accessories user manual specifically states: general precautions and warnings of handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.